Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device had had a damaged hose with a hole during surgery. No injury or medical intervention occurred. There is no additional info provided.